Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The technical support attributed the reported issue to the defective main board. The main board was replaced with a new version (main-pcb rev 5.1). The fan was also replaced since it is necessary for new main board. Additionally, software was updated to v.2.071.

Event description:
The customer reported that the device experienced buzzer issues. At this time, there was no information provided regarding patient involvement in this event.